Event description:
2 pins labeled 12mm were placed in caspar retractor: fluoro x-ray for positioning taken. One of the pins was noticed to be longer. Pin removed. Pin measured to be 16mm. It was labeled 12mm.